Event description:
The pt stated that, two months ago, he had a "low blood glucose attack". He stated that a "combination of stress and not recognizing low blood glucose symptoms led him to having the event". He reported his blood glucose level at the time as "low". The pt was transported to the hospital by emergency medical services. At the hospital, he was given "glucose" intravenously to increase his blood glucose level. He reported his target range of blood glucose to be 120-150 mg/dl. He was released from the hospital after two hours. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.